Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the clip fully advanced into the jaws prior to firing? Yes were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? Asku. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? Yes, resident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the resident fired the first clip on the cystic duct and that clip scissored. The device was slow to release the clip and the jaws would not easily release from the cystic duct once the clip was applied. The scissored clip was not removed from the cystic duct. They continued to use the device to complete the case. It is unknown how many clips were applied to complete the case. There was only one clip left in the device, the orange indicator was visible. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.